Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was experienced high blood glucose. The customer¿s blood glucose level was 570 mg/dl. The customer was treated with syringe. Customer was also reported that insulin pump had insulin flow block alarm but event was resolved by set change. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.